Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was noisy and pump did not function to specifications. Circulation pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, noisy- water did not pump temp didn't rise.